Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported machine and proximal pressure sensors failed found during repair. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
MFR received date: 21 aug 2019. Date of report received: 26 aug 2019. The manufacturer¿s international service technician confirmed the reported "1007" issue. The manufacturer¿s international service technician replaced the motor controller pcba to address the reported problem. The unit was checked and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.